Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer ordered a cine disk for replacement. A system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's cine function would not work. No pt injury was reported.